Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "problem description: I had gotten exposed to 2 people while at work end of january and had gotten tested at a drive through test place but had also bought these for backup. My drive through results were taking for ever to come back so I took one of these tests and it came back negative. A few hours later my drive through test came back positive I took the second test the next day and it still came back negative even though I did in fact have covid. Not that accurate. "

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested negative¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿tested positive via a drive through test and negative via the second veritor at home test¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4) the following information was provided by the initial reporter: "problem description: I had gotten exposed to 2 people while at work end of january and had gotten tested at a drive through test place but had also bought these for backup. My drive through results were taking for ever to come back so I took one of these tests and it came back negative. A few hours later my drive through test came back positive I took the second test the next day and it still came back negative even though I did in fact have covid. Not that accurate ".